Event description:
It was reported that the catheter was inserted pre-op via the left subclavian with the tip position confirmed by x-ray. Diprovan infusions were administered via the catheter's proximal port. The patient subsequently developed extravascular fluid accumulation requiring chest tube drainage. There were no further reported patient complications.